Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain and swelling at the scs ipg site. An infection was suspected. However, follow up information received identified the patient has known allergies, including nickel and monosodium glutamate. No infection was found. In addition, the physician stated he did not believe the issue was related to the scs system.